Manufacturer narrative:
Customer email addresses: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe luer tip was defective. The following information was provided by the initial reporter: "by opening the sterile sachet of the syringe and wanting to screw a trocar I realized that the thread was abnormally present. It is like melted. Deteriorated and therefore inoperative."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe luer tip was defective. The following information was provided by the initial reporter: "by opening the sterile sachet of the syringe and wanting to screw a trocar I realized that the thread was abnormally present. It is like melted... Deteriorated and therefore inoperative".

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon inspection of the product, the tip is observed to be damaged. It was noted the area around the broken piece is smooth, indicating this product may have been damaged during transport within the manufacturing equipment. A device history review was performed for reported lot 2112029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were noted. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we cannot identify a direct issue, based on the sample evaluation it appears the product may have been hit or damaged during movement within the equipment . H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe luer tip was defective. The following information was provided by the initial reporter: "by opening the sterile sachet of the syringe and wanting to screw a trocar I realized that the thread was abnormally present. It is like melted... Deteriorated and therefore inoperative".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-oct-2022 . H6: investigation summary one photo along with the physical sample was provided to our quality team for investigation. Upon inspection of the product, the tip is observed to be damaged. It was noted the area around the broken piece is smooth, indicating this product may have been damaged during transport within the manufacturing equipment. A device history review was performed for reported lot 2112029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were noted. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we cannot identify a direct issue, based on the sample evaluation it appears the product may have been hit or damaged during movement within the equipment .